Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D10: device availability added. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 10: testing of actual/suspected device. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient experienced pain from using the spinalpak assembly. The patient wore the unit for one day and experienced pain in their shoulders and neck and took off the unit. The patient reached out to their surgeon who advised to discontinue use of the spinalpak immediately. The patient reported that there was no more pain after removing the spinalpak. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: the event occurred sometime in (B)(6) 2019. Device has not been returned.

Event description:
It was reported that the patient experienced pain from using the spinalpak assembly. The patient wore the unit for one day and experienced pain in their shoulders and neck and took off the unit. The patient reached out to their surgeon who advised to discontinue use of the spinalpak immediately. The patient reported that there was no more pain after removing the spinalpak. No additional patient consequences were reported.